Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that they had been unaware of any issues, ¿still study was done and then saw patient in holding area. Previous ov was 1/5. Tried to fill it out.¿ symptoms related to the event included spasticity. Troubleshooting included ¿nm study 2020-oct-26.¿ when asked about the cause of the catheter issue, they reported ¿patent tubing, replaced baclofen pump.¿ it was unknown if the issue was resolved, as they had not seen the patient since or. The product was returned for analysis.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-aug-2016, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 799 mcg/day via an implanted pump. It was reported it was unknown when the event/difficulty occurred. It was reported the pump was replaced on (B)(6) 2020 and would be returned. It was further reported the patient was scheduled for a pump replacement/catheter revision on the date of this report. The patient had a dye study performed recently (date not reported) indicating that the catheter was not functioning. The physician was easily able to withdraw ¿for annals of cs¿ via the catheter access port (cap). It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated, and no issues or alarms were reported. The pump was replaced today as planned since it was 5 1/2 years old. The patient had a dye study performed earlier by the managing physician indicating that the catheter was not working. It was noted the doctor was easily able to draw back 4ml of cerebrospinal fluid (csf) fluid which indicated the catheter was fine. They wanted to send the pump in for analysis because they did not have any other explanation regarding the previous failed dye study. The patient¿s current pump was filled with gablofen 500 mcg/ml. The dose was lowered to 400 mcg/day. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the pump was being sent back for analysis. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported.